Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for peritonitis. Treatment for the event was not reported. The patient outcome was unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b1, b2, b5, b7, h1 and h11. B5: upon follow up it was reported, the peritonitis was manifested by cloudy pd effluent. The cause of peritonitis was reported as due to "tuberculosis". On an unknown date, the patient was hospitalized for peritonitis and subsequently discharged on an unknown date. It was reported that the patient was treated with injection vancomycin (1gm, every 96hrs, intraperitoneal, discontinued) and injection meropenem (1 gm, once daily, intraperitoneal, discontinued) for peritonitis. At the time of this report the patient was not recovered from peritonitis. Pd therapy was discontinued, the pd catheter was removed and the patient was switched to hemodialysis therapy (ongoing). H11: based on additional information received, the unknown vantive disposables were determined not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.